Event description:
Boston scientific received information that, during a routine follow-up, it was observed this right ventricular (rv) lead had dislodged. There was also an increase in pacing threshold measurements and a decrease in sensing measurements. A repositioning procedure will be performed in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.